Event description:
It was reported that there was prewarm flow outside acceptable limits and the flow was 3250 and it was found on the arctic sun device during testing at medivance. It was not used on the patient. Per follow up information received via email on 11apr2022, there was no patient involvement as the issue was found during acats (automated calibration and test system). The device was coming in for service and repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was not duplicated during evaluation. The device was evaluated and the reported issue was unconfirmed as the reported issue was not duplicated during testing. No repairs for reported issue were made. Unit was slow to cool during decontamination. Unit cooled properly during evaluation. Completed all applicable updates. Performed a functional check and pre-cal the device after the repairs. Placed on acats (automated calibration and test system). Passed acats and document testing. Performed an electrical safety test. Passed electrical testing and documented testing. Completed the final inspection. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The device history record was not required as the. Reported issue was unconfirmed and not a manufacturing or supplier related failure. Labeling review was not required as the reported event is unconfirmed. Corrections: g, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was prewarm flow outside acceptable limits and the flow was 3250 and it was found on the arctic sun device during testing at medivance. It was not used on the patient. Per follow up information received via email on (B)(6) 2022, there was no patient involvement as the issue was found during acats (automated calibration and test system). The device was coming in for service and repair. Per sample evaluation, the arctic sun device was slow to cool.